Event description:
The patient was having a robotic assisted total laparoscopic hysterectomy. While the physician was using the harmonic scalpel robotically, the tip of the instrument broke off. It was immediately identified and retrieved from the patient.